Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the problem.

Event description:
It was reported that the 9800 system failed to give a live picture immediately during a case. The customer had to wait a few seconds before the unit would give an image. No pt injury was reported.